Manufacturer narrative:
There is no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding reproducible elevated thyroid-stimulating hormone (tsh) results, above the normal reference range, generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on an alternate methodology produced lower discordant results. The patient was prescribed l-thyroxine due to the elevated tsh results obtained.